Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that there was a poly and liner exchange due to x rays showing the femoral head was articulating superior. After exposing the acetabulum it was evident there was some unusual wear patterns on the poly. After further investigation it seems that the liner was not properly inserted in the pinnacle cup. No issues were found with the locking mechanism of the cup. New liner was inserted. Femoral head shows audible wear from rubbing on the acetabular rim. Surgical time was not extended. Products will be returned. No further information is available. The product was returned to depuy synthes for evaluation. Visual inspection of delta cer head 12/14 28mm +1.5 revealed the device with metal transfer on their convex area. Additionally, device exhibits wear patterns on the overall surface as evidence of the device being implanted at a period of time. Metal transfer is an indicative of the device coming in contact with the cup as a consequence of a dissociation between the altrx neut 28idx46od and the unknown hip acetabular cup. Furthermore, audible sound can be confirmed as well as condition can happen as a consequence of the dissociation. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the delta cer head 12/14 28mm +1.5 would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device 9765564 number, and no non-conformances nor manufacturing irregularities were identified. H11 additional narrative: corrected: d4 (primary UDI#), h3.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that there was a poly and liner exchange due to x rays showing the femoral head was articulating superior. After exposing the acetabulum it was evident there was some unusual wear patterns on the poly. After further investigation it seems that the liner was not properly inserted in the pinnacle cup. No issues were found with the locking mechanism of the cup. New liner was inserted. Femoral head shows audible wear from rubbing on the acetabular rim. Surgical time was not extended. Products will be returned. No further information is available. Doi: unknown dor: (B)(6) 2024 affected side: unknown